Event description:
Patient was revised due to pain. Once explanted; they claim that the tibial and the femoral component were loose. Also claim that there were massive scratches on the tibia plateau and also crater-like scratches and holes at the pe-inlay.